Event description:
It was reported that during preparation for a pci procedure, damage to the midsection of the liberte' monorail stent was noted right out of the package. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.